Event description:
It was reported that during the lead implant, the lead was difficult to remove, and this resulted in lead and stylet damage. The lead was replaced to complete the procedure. No adverse patient consequences were reported.